Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over twelve (12) years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reportable malfunction was not confirmed. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that foreign material in the biopsy channel was due to the user did not reprocess the subject device before sending it to olympus. The suggested event is detectable and preventable by handling device in accordance with the following instructions for use: instructions for use states the detection method in evis lucera gif/cf/pcf type 260 series operation manual chapter 3 preparation and inspection. Instructions for use states the preventive measure in evis lucera gif/cf/pcf/sif type 260 series reprocessing manual chapter 3 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the colonovideoscope had a foreign body stuck in the biopsy tube. The issue occurred during preparation for use for a diagnostic enteroscope procedure. The procedure was completed using a similar device. The patient was not under anesthesia. There was no delay and no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.